Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-06079. It was reported that the patient's therapy is autoreducing and both of the patient's leads are kinked. Surgical intervention may be pending to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: initial reporter information updated to reflect name of the facility in which the surgical intervention was performed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.